Event description:
It was reported that the patient for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited sensing anomaly. The rv lead was not used and replaced. The patient was in stable condition.